Manufacturer narrative:
The mountaineer medium occipital plate was returned for evaluation. Visual inspection revealed that the plate¿s lateral connection point at the midpoint of the sliding channel had fractured resulting in two sets of fractured surfaces. Scanning electron microscopy (sem) found evidence of smooth and grainy regions, on the fractured surface, indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer occipital plate was conducted on the specific code from this complaint based on a similar geometric design and functionality of the occipital plate. This analysis found no emerging trends. As such, no further action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting and worldwide post market surveillance. The root cause of the mountaineer occipital plate becoming fractured post-operatively cannot positively be determined. However, the sem fracture analysis results exhibited smooth and grainy regions, indicative of fatigue failure. Additionally, it was reported that the patient suffered from pseudoarthrosis. No corrective action/preventive action (CAPA) is necessary at this time as there have been no material defects or other abnormalities observed in the fracture analysis report. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the implanted mountaineer occipital plate and adjustable rod had been broken when the patient visited at the hospital complaining of pain at the head. The revision surgery was conducted. The products were originally implanted on (B)(6) 2012 at the different hospital. The following mfg medwatch reports are being filed for the devices involved in this event: 1526439-2014-11452: mountaineer occipital plate. 1526439-2014-11453 : mountaineer oc adjustable rod.